Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device alarmed with a pressure regulation high reference failure. There was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer (fse) duplicated the reported issue.

Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. (B)(4).